Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with device-reported metrics indicating a high percentage of low and very low glucose values, some occurring after prior hyperglycemia and some following meal announcements and apparent overtreatment of preceding hypoglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported injury, no medical intervention, and no impact on daily activities. Investigation included attempts to obtain a blood glucose questionnaire and event details from the user. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of hypoglycemia and hyperglycemia remained unclear and no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.